Event description:
Although the ave stent is not indicated for use in saphenous vein bypass grafts, a 3.5mm diameter x 18mm length ave gfx stent was inserted into a bypass graft. While attempting to advance the stent through the bypass graft, the guide catheter suddenly became disengaged from the graft, pulling the guidewire and stent delivery system out along with it. During removal, at the femoral sheath, the stent dislodged from the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent, however, the instructions indicate to "ensure guide catheter stability before advancing the stent delivery system into the coronary artery". The stent was surgically removed from the femoral artery. The medwatch completed by the user facility indicates the code for "steering wire problem", which is not defined in the incident description. There was no additional clinical sequelae reported relative to the event, and there is no further info available from the user facility.